Event description:
It was also reported that the lead also has now shown an increase in capture threshold.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, pacing capture threshold in the rv (right ventricle) was elevated and pacing capture threshold in the rv (right ventricle) was rising. Concomitant medical products: 5076 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room due to an alert sounding. The right ventricular lead had a high impedance measurement in bipolar which was an increase from where it had been trending. The bipolar threshold was also high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.